Manufacturer narrative:
Device was designed and manufactured according to specifications. There was no change in the cleaning or sterilisation process. Additional investigation is still ongoing.

Event description:
The patient underwent a bi-sagittal split osteotomy of the mandible. Post-operative an infection was reported on one side. The plates will be removed, exact date unknown.

Manufacturer narrative:
Device was designed and manufactured according to specifications. There was no change in the cleaning or sterilisation process. No root cause was found for infection.